Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log files confirmed a pump stop event due to a driveline disconnect. Log files were submitted which revealed a pump stop event due to a driveline disconnect. Before and following the driveline disconnect, the pump appeared to operate as expected at the fixed speed. Multiple attempts for additional information were sent to the customer; however, no further information has been provided at this time. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number, (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works,¿ also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Section 8 of the patient handbook, ¿handling emergencies,¿ also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was no external power at the patient's home, the pump was off after that, then the patient was found unresponsive. Log files were submitted for review and captured low voltage hazard/no external power events on 30apr2024 at 0718 while connected to the mobile power unit (mpu). The mpu appeared to have lost power engaging the backup battery (ebb) in the system controller. Then at 0721 both power leads were disconnected briefly. One minute later there was one battery attached to the white power lead however the ventricular assist device (vad) numbers showed zeroes as if disconnected. The vad appeared to be disconnected from 0721 to 0726 with one battery connected to the white power lead. At 0726 the vad showed reconnected with one battery until the other battery was connected at 0915.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.